Manufacturer narrative:
(B)(4). Concomitant medical product - unknown zimmer bearing, unknown zimmer tibial tray. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04611, 0001822565-2017-07123.

Event description:
It has been reported that the patient has fallen four times. The patient falls while standing. Patient reported allegations of left knee and hip pain, inability to bear weight and ambulation difficulties one year post implantation. No revision procedure has been reported to date.